Event description:
During routine testing of the device at the service center, the service engineer reported grease was leaking from the roller pump bearing. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.